Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged or expired stimulator, the patient undergoing an MRI procedure, not using antibiotics preoperatively, not prepping the skin with antiseptic solution, not irrigating the incision site, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the patient has poor surgical risks and the pocket was not created deeply enough, likely causing the erosion. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to incorrect surgical technique as the clinician did not implant the device deep enough (user error - clinician).

Event description:
The patient reported the lead came out of the pocket and the coil came undone and stuck out of incision. Additionally, the patient was not healing well. Antibiotics were prescribed, an explant procedure was performed on (B)(6) 2022, to explant both stimulators, and no further issues have been reported.